Event description:
It was reported that during an attempted implant, the physician was unable to advance the lead in the vein due to the patient's anatomy. In addition, the patient suffered phrenic nerve stimulation. The physician attempted another lead, however came across the same issues. The lead was removed and replaced successfully with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. A 507645 lead implanted: (B)(6) 2002. D314trg crt-d, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.